Event description:
An ra patient developed right arm and hand swelling the evening after her 12th prosorba treatment. She was admitted to the hospital and diagnosed with thrombosis in her right internal jugular vein where her central venous catheter was (it was scheduled for removal the next day). She was treated with anticoagulants. The catheter removal was performed the next day and later that evening she developed dyspnea and chest pain. A CT then revealed bilateral pulmonary emboli. She was already on a heparin drip. She was discharged after 6 days.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event of prosorba might suggest a contributory relationship because the patient would not have had this central venous catheter if she had not been undergoing treatments with prosorba.